Manufacturer narrative:
PMA/510(k)#: p050006. The gore® cardioform asd occluder instructions for use list new arrhythmia, such as atrial fibrillation or flutter, requiring treatment, as a potential clinical and device adverse event.

Event description:
It was reported the physician selected a 37mm gore® cardioform asd occluder to close an atrial septal defect measured to 18x21mm. When the device was locked, the patient went into junctional rhythm. The retrieval cord was loosened and the junctional rhythm continued. Twenty minutes post-implant a temporary pacer was placed, paced to 120, then turned off. The patient was then in normal rhythm. The temporary pacer was left in and the patient was going in and out of first degree heart block overnight. Additional holter monitoring showed first degree heart block with intermittent second degree heart block, and the last monitor update noted the patient was in complete sinus rhythm.